Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2016 due to a low blood glucose level. The customer's blood glucose level dropped as low as 10 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.